Event description:
Caller states during a correlation study the following coaguchek s/lab results were obtained: patient 1: 4.8 inr/3.3 inr. Patient 2: 5.9 inr/3.5 inr. No treatment information provided. No adverse event report. Requested return of suspect system, however strips unavailable for return. Replacement was sent.

Manufacturer narrative:
No information provided for patient 2.